Event description:
It was reported by the customer that a pyxis medstation es system station freezes intermittently, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station freezes intermittently due to component. Field service engineer reconfigured the power management for the bioid and reseated all connections on e-drawer to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer serviced the device.